Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, while loading the stapler 30 blue reload, the scrub tech noticed that a few staples were exposed. Another reload was opened, loaded, and fired. After the procedure, the reload was examined and no staples were noted to be exposed. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Scrub tech was in the room, along with the surgeon, noted that when the staple load was inserted into the stapler, a few of the staples were exposed. The load was removed, and a new one was inserted. Upon my arrival, they noted with the staff that staples were not exposed. Stapler and load were never in contact with the patient. There was no patient harm.

Event description:
Refer to h11 for follow-up information.